Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. The numbers do not ramp up on its own or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's buttons on the insulin were sticking. His blood glucose level was 100 mg/dl. The customer was abroad in germany. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.